Manufacturer narrative:
The previous report was submitted with an incorrect aware/due date. The correct aware date is 2026-mar-31. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving fentanyl (2000 mcg at 1099.05093 mcg/day), bupivacaine (15.8 mg at 8.6825 mg/day), and dilaudid (hydromorphone) (.5 mg at .27476 mg/day) via an implantable pump for unknown indications for use. It was reported that the patient's pain had been worse since their last refill appointment. An increase in boluses was made on (B)(6) 2024. An increase in sc fentanyl by 100mcg was made on (B)(6) 2025. The patient continued to report uncontrolled pain. An increase in sc fentanyl by 100mcg and increase bolus was made.additional information received from a healthcare provider via a clinical study reported that on (B)(6) 2024 the patient was given a transforaminal lumbar epidural injection. Additional information received from a healthcare provider via a clinical study reported that the patient had increased pain. The pump was reprogrammed on the same day; decrease in bolus options to 4x/day and increase bolus dose by 5mcg each. Additional information received from the healthcare provider via a clinical study indicated that on (B)(6) 2025 a decrease in boluses to 3x/day and an increase in dose by 15 mcg was made. The patient reported 8/10 pain that was significant and a (B)(6) 2025 the patient still ahd significant pain and a transforaminal epidural steroid injection was given as well as a caudal epidural steroid injection. Additional information received from the healthcare provider via a clinical study indicated that the patient had increased pain that results in in-patient hospitalization. Another transforaminal epidural steroid injection (l4-5) was given as well as a caudal epidural steroid injection. An increase in boluses by 10mcg was made.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the patient had stable pain (6/10).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.